Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked with evidence of moisture inside. It was reported that the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2014.device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings:a review of the pump¿s black box data revealed evidence of unexplained pump reboots. The battery compartment was observed to be cracked. The returned battery cap had stripped threads, and could not fully secure onto the pump. The pump could not be exercised for 24 hours with the returned battery cap due to duplicated pump reboots. A test cap was used to complete the investigation. The pump was exercised for 24 hours with the test battery cap with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and no moisture or damage was observed to the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.